Event description:
It was reported the patient underwent surgical intervention wherein the system was explanted due to the infection at the ipg site. The patient was hospitalized for a short time and is being treated via IV antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received advising that the patients infection has resolved.

Event description:
Additional information was received indicating the infection was still present and a blister has formed over the infection site. The infection is being treated with oral antibiotics.

Event description:
Additional information was received indicating the patients infection has resolved and the patient is fully healed.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient has an infection at the ipg site. The infection is being treated via oral antibiotics.